Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed . A supplemental report of the evaluation will be forthcoming when the results are completed.

Event description:
It was reported that one of the bonding connections of the pressure monitoring kit was disconnected during use. There were no patient complications reported.

Manufacturer narrative:
Received one single flothru dpt kit with IV set and pressure tubing. The reported issue of ¿one of the bonding connections of the pressure monitoring kit was disconnected¿ was not confirmed. As received, all connections appeared tight and no connection was detached. No leakage was observed from the kit during leak test. No connection got loose or detached during leak test. However, evidence of blood leakage was observed on the returned kit. Blood residues were observed at bonded connection between male luer of three-way stopcock and female connector of pressure line on distal side.